Manufacturer narrative:
We have received the complaint device for evaluation. When the handpiece was plugged into the control unit, the device hesitated to rotate for 30 seconds despite pressing the run button but rotated at 1600 rpms fo a 5 minutes later on with no further issue. However, when the run button on the handpiece was pressed intermittently, the mdu status light on control unit would flash green indicating a failure in the mdu's motor unit. Also, the blade would rotate 180 degrees before coming to a complete stop. The motor was tested separately and failed functionality testing. Therefore, motor failure was the root cause likely from age and excessive worn and tear from repeated use. There was no injury to the patient as the result of this issue.

Event description:
The button for positioning the resector blade did not work properly. It was difficult for the physician to position the blade correctly since the blade rotated despite releasing the run button.